Manufacturer narrative:
**UDI related data quality updates only** this report is being filed as a correction in response to an FDA request. This product is not approved in the united states, however, it has been assessed as reportable as there is a similar product approved in the united states. We have not provided the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that this right atrial (ra) lead was dislodged. A replacement procedure was performed for the pulse generator device, but there was an adhesion of tissue on the lead and when it was removed, this ra lead was dislodged. Dislodgement was confirmed through x-ray. Further, low amplitude and high threshold was observed. During the procedure, it was suggested that this lead be pushed with a stylet. However, the physician considered the risk of perforation, so it was decided to place this lead as it is. This lead remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was dislodged. A replacement procedure was performed for the pulse generator device, but there was an adhesion of tissue on the lead and when it was removed, this ra lead was dislodged. Dislodgement was confirmed through x-ray. Further, low amplitude and high threshold was observed. During the procedure, it was suggested that this lead be pushed with a stylet. However, the physician considered the risk of perforation, so it was decided to place this lead as it is. This lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.